Manufacturer narrative:
Baxter technical support provided the account the part number of the pivot block that needs to be replaced to resolve the issue. The account will not repair the bed since the parts are obsolete. Based on this information, no further action is required.

Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a baxter technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported.